Event description:
It was reported the patient's stimulation system was removed due to a loss of stimulation/therapeutic effect. The patient's status at time of report was noted as no injury or adverse event.

Manufacturer narrative:
Product ID, 3889-28 lot# v515942, implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type lead; product ID, 3095-10 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type extension; product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. It was noted that the ins was functionally okay and there were insignificant anomalies. Analysis of the lead, lot # v515942, found no significant anomaly. It was noted that there was a short between the circuits due to overstress or damage on the lead body. It was noted that all conductor wires were crushed 5.4 cm, 10.6 cm and 20.8 cm from distal end. Analysis of the extension, serial # (B)(4), found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.